Manufacturer narrative:
Reference record: (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2017, patient was seen at a hospital because the peg tube could not be mobilized without problem for 3-4 days. In an endoscopy, buried bumper syndrome was found. The internal fixation plate was detached enabling the free mobilization of the peg tube.